Event description:
Patient had uneventful custom intralase lasik (B)(6) 2013. Her day 1 post-op exam was uneventful. On (B)(6) 2013, she presented for her scheduled exam with complaints of blurred vision left eye for 2 days. Her medications were adjusted and she was seen at (B)(6) on the (B)(6) by the clinical director. On (B)(6) 2013, the surgeon examined her as did the center director. Her condition was stable over these 4 days and her vision was a far and near 20/20 at this time. She had no conjunctional injection. (B)(6) 2013 post op vision 20/15 right and 20/20 left. Patient was leaving town for 2 days. (B)(6) 2013 post op vasc 20/50 left with pain since waking up. Slit lamp exam shows cells in anterior chamber; increased durezol. (B)(6) 2013 post op vasc 20/300 ph 20/50 4+ endo guttata 2mm/2mm ulcer in center of flap. Referred to corneal specialist. Cultured positive for fungus. (B)(6) 2013 note from specialist ¿ flap has melted at the ulcer but eye is improving. Vision 20/400.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Tx history prior to referral: surgery (B)(6) - ou discharge meds besivance and durezol qid ou 1 day po vasc 20/15 od, 20/20 os trace dlk ou ¿ asked to decrease durezol to bid next day cont. Besivance recheck 3 days. (B)(6) 2013 vasc 20/15 od, 20/50 os dlk clear od, 3 + dlk and epi defect os. Cont same meds od, durezol q 2 hrs os, besivance qid os, maxitrol ung os hs. (B)(6) 2013 vasc 20/20 od, 20/20- os sle clear od, spk around defect and dlk os - same meds od and os. (B)(6) 2013 vasc 20/15 od, 20/25-2 os. Od clear, os edema and slight break at epi defect lesion, increased durezol to qh, other meds unchanged. (B)(6) 2013 vasc 20/15 od, 20/20 os sle unchanged ou. Added vanco q2hours os. (B)(6) 2013 vasc 20/20 od, 20/30 os. Sle unchanged od, infiltrate noted os in interface. No dljj os continue meds os. (B)(6) 2013 vasc 20/20 od, 20/30 os sle unchanged od, os improving iop 15 od, 15 os ¿ decrease besivance and vanco to q4hours, durezol q 4 hours. (B)(6) 2013 vasc 20/15 od, 20/20 os sle unchanged ou ¿ continue meds os. (B)(6) 2013 vasc 20/15 od, 20/50 os ph 20/30. Sle clear od, 2+ cells in a/c, slight dlk and stable infiltrate os dilated os - posterior chamber no cells or flare (B)(6) 2013 vasc 20/15 od, 20/300 os ph 20/50 sle clear od, 1+ cells w/ trace fibrin 2mm/2mm lesion with 4+ endo guttata and deposits os. Referred to corneal specialist. Patient last seen on (B)(6) 2013 vasc od 20/15 od, 20/40 os ph 20/20 os. Rx m not done. Meds unchanged. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.